Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarms or delivery anomalies noted. However, noisy motor noted during testing, problem isolated to motor. The insulin pump passed the displacement accuracy test. Device received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had to push the insulin with plunger to make it deliver. The customer's blood glucose was 265 mg/dl at the time of incident. The customer stated that they treated the blood glucose with manual injection. The customer performed high pressure test and the insulin pump passed. The customer mentioned that the motor sounded rough during high pressure test. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.